Manufacturer narrative:
The accounts biomed inspected the logic circuit board led's and they show a CPR switch failure. The biomed adjusted the CPR cables to repair the bed.

Event description:
The accounts biomed stated that after operating a bed function, the bed will inadvertently run into the trendelenburg position.